Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles in shell and underweight. Additional analysis was performed which identified: broken shell and others in patch bond edge displayed sharp edge opening (unidentified (tear) opening), a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell and others due to unidentified (tear) open.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.